Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, service code 107) has been confirmed. As received, the trunk cable connector was physically damaged, preventing the belt from staying latched to a monitor. Review of the patient flags indicates that patient protection might have been affected. The root cause of the damaged connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving service code 204 (belt unusable) and service code 107 due to a poor belt connection.